Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states that he is looking at the cycler and there is a few drops of solution coming from the bottom of where the cassette door closes. There is no known pt ill effect. There is a sample available for eval.